Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("embedded within the fundus of the specimen is a thin coiled wire / essure device both migrated and perforated organ/migration of essure device: uterus/perforation (uterus)"), menstrual disorder ("severe menstruation issues") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. 857692) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and constipation. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2011, 1 year 3 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("severe allergy to nickel/allergic or hypersensitivity reaction: nickel/nickel allergy"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced constipation ("constipation"), affect lability ("emotional liability") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015), surgery (hysteroscopy and ablation procedure ((B)(6) 2012)) and surgery (ablation was done on (B)(6) 2012). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, allergy to metals, constipation, affect lability, fatigue, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea, pelvic pain, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered affect lability, allergy to metals, alopecia, anxiety, constipation, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. On or about (B)(6) 2015, the specimens removed during hysterectomy were analyzed and the findings showed wire consistent with essure implant. Gross exam: specimens include uterus, cervix and bilateral fallopian tubes embedded within the fundus of the specimen is a thin coiled wire. Fallopian tubes have fimbriated ends. This shows that the essure device both migrated and perforated plaintiff's organ. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: successfully occluded and device in proper position. On (B)(6) 2011, essure device inserted through port and deployed in tube without incident 2 coils visualized. Opposite os located, essure device inserted and deployed without incident 1 coil visualized. On (B)(6) 2011, hysterosalpingogram revealed bilateral fallopian tube occlusion at the interstitial segment of the fallopian tube. The uterine cavity is normal in appearance. On (B)(6) 2015, findings revealed normal ovaries and tubes bilaterally. Endometriosis of posterior cul-de-sac and right uterosacral ligament peritoneum. Pathology report revealed wire consistent with essure implant. Right uterosacral peritoneal biopsy: endometriosis. Gross examination: embedded within the fundus of the specimen is a thin coiled wire. Amendment: at the time of initial gross examination a second essure wire was not identified. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, depression, mental anguish and vaginal discharge. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("embedded within the fundus of the specimen is a thin coiled wire / essure device both migrated and perforated organ/migration of essure device: uterus/perforation (uterus)"), menstrual disorder ("severe menstruation issues") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. 857692-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and constipation. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2011, 1 year 3 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced allergy to metals ("severe allergy to nickel/allergic or hypersensitivity reaction: nickel/nickel allergy"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced constipation ("constipation"), affect lability ("emotional liability") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015), surgery (hysteroscopy and ablation procedure ((B)(6) 2012).essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, allergy to metals, constipation, affect lability, fatigue, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea, pelvic pain, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered affect lability, allergy to metals, alopecia, anxiety, constipation, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. On or about (B)(6) 2015, the specimens removed during hysterectomy were analyzed and the findings showed wire consistent with essure implant. Gross exam: specimens include uterus, cervix and bilateral fallopian tubes embedded within the fundus of the specimen is a thin coiled wire. Fallopian tubes have fimbriated ends. This shows that the essure device both migrated and perforated plaintiff's organ. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: successfully occluded and device in proper positio. On (B)(6) 2011, essure device inserted through port and deployed in tube without incident 2 coils visualized. Opposite os located, essure device inserted and deployed without incident 1 coil visualized. On (B)(6) 2011, hysterosalpingogram revealed bilateral fallopian tube occlusion at the interstitial segment of the fallopian tube. The uterine cavity is normal in appearance. On (B)(6) 2015, findings revealed normal ovaries and tubes bilaterally. Endometriosis of posterior cul-de-sac and right uterosacral ligament peritoneum. Pathology report revealed wire consistent with essure implant. Right uterosacral peritoneal biopsy: endometriosis. Gross examination: embedded within the fundus of the specimen is a thin coiled wire. Amendment: at the time of initial gross examination a second essure wire was not identified. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('embedded within the fundus of the specimen is a thin coiled wire / essure device both migrated and perforated organ/migration of essure device: uterus/perforation (uterus)'), fallopian tube perforation ('perforation- fallopain tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and menstrual disorder ('severe menstruation issues') in a 31-year-old female patient who had essure (batch no. 857692-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, constipation and asthma. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced allergy to metals ("severe allergy to nickel/allergic or hypersensitivity reaction: nickel/nickel allergy") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 1 year 3 months after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced constipation ("constipation"), affect lability ("emotional liability") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015, hysteroscopy and ablation was done on (B)(6) 2012 and underwent a total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, constipation, affect lability, dysmenorrhoea, depression, anxiety and vaginal discharge outcome was unknown and the menorrhagia, allergy to metals, fatigue, alopecia, weight increased, vaginal haemorrhage and pelvic pain had resolved. The reporter considered affect lability, allergy to metals, alopecia, anxiety, constipation, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. On or about (B)(6) 2015, the specimens removed during hysterectomy were analyzed and the findings showed wire consistent with essure implant. Gross exam: specimens include uterus, cervix and bilateral fallopian tubes embedded within the fundus of the specimen is a thin coiled wire. Fallopian tubes have fimbriated ends. This shows that the essure device both migrated and perforated plaintiff's organ. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: successfully occluded and device in proper positio. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: fallopian tube perforation was added as a event. Event outcomes were updated from unknown to recovered/resolved. Seriousness criteria removed for menstruation disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("embedded within the fundus of the specimen is a thin coiled wire / essure device both migrated and perforated organ") and menstrual disorder ("severe menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced allergy to metals ("severe allergy to nickel"), constipation ("constipation"), affect lability ("emotional liability"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015) and surgery (hysteroscopy and ablation procedure ((B)(6) 2012)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menstrual disorder, allergy to metals, constipation, affect lability, fatigue, alopecia and weight increased outcome was unknown. The reporter considered affect lability, allergy to metals, alopecia, constipation, fatigue, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2015, the specimens removed during hysterectomy were analyzed and the findings showed wire consistent with essure implant. Gross exam: specimens include uterus, cervix and bilateral fallopian tubes embedded within the fundus of the specimen is a thin coiled wire. Fallopian tubes have fimbriated ends. This shows that the essure device both migrated and perforated plaintiff's organ. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded and device in proper position. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.